Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. During examination of the right atrial (ra) lead, it was noted that the low voltage lead impedance was low and out of range. It was suspected that this was due to lead integrity issue. No programming changes were made. The patient will be monitored going forward. There were no adverse consequences to the patient.